Event description:
It was reported that on (B)(6) 2013 the patient was walking and his right tibia gave way. The tibial stem was fractured, so the surgeon revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a duracon stem was reported. The event was confirmed. The stem extender was breaking through fatigue with the fatigue having progressed approximately half way through the stem cross section. The second half broke in ductile overload. The fracture morphology was consistent with the event description. The base alloy of the stem extender was found to be a co-cr-mo alloy consistent with an astm f1537 alloy. No material or manufacturing defects were observed on the surfaces examined. A device history review and chr was not performed as no lot ID information was provided. The exact cause of the event could not be determined because further information is needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that on (B)(6) 2013 the patient was walking and his right tibia gave way. The tibial stem was fractured so the surgeon revised.